Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose of 293 mg/dl. Upon troubleshooting, customer noticed air bubbles in the cartridge tubing. Tandem technical support assisted customer with priming the air bubbles out.